Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alerted during ventilation, the screen went black, the patient stopped ventilating and the device rebooted. The device shut down and restarted. After the reboot, the v800 continued ventilation and shut down again and restarted. The user then tried to use the neighbouring unit (v800 asnk-0242), which had been in standby until then. This did not work because the device also had this reboot behaviour. Another ventilator was used for further ventilation. No patient injury was reported. The other device reported by the user is investigated and reported separately.

Manufacturer narrative:
For the investigation, the affected device, as well as the log file was provided and analyzed. Based on the log file analysis, it could be confirmed that the device had performed multiple unexpected restarts of the ventilation unit. These restarts were triggered by the security software as a fixed response to detected timeouts in the software task processing. A hardware failure was not identified during the investigation of the returned device, and no restart could be reproduced during several weeks of continuous operation under ventilation with customer settings. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm (piezo speaker of the ventilation unit). The restart sequence of the ventilation unit takes approx. 8 seconds until the ventilation is automatically resumed with the latest settings. The restart sequence of the ecd may takes approx. 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters on the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. The device reacted as specified to detected timeouts in the software task processing and triggered synchronized restarts of the ventilation unit and the ecd. The user was notified about the situation by an auditory and visual alarm. There were no patient consequences reported. The restarts occurred due to an error in the software. Based on the hardware analysis and the logged data, a hardware failure was assessed rather unlikely. Testing the device according to the manufacturer¿s test specification is recommended prior to further use. Dräger became aware about other complaints with respect to the same error pattern. A deeper analysis of the error pattern was initiated. A fsca has been published.

Event description:
It was reported that the device alerted during ventilation, the screen went black, the patient stopped ventilating and the device rebooted. The device shut down and restarted. After the reboot, the v800 continued ventilation and shut down again and restarted. The user then tried to use the neighbouring unit (v800 (B)(4)), which had been in standby until then. This did not work because the device also had this reboot behaviour. Another ventilator was used for further ventilation. No patient injury was reported.the other device reported by the user is investigated and reported separately.